Event description:
It was reported that, "patient complained of pain. Revision showed that the femoral implant was loose. The eius femoral and tibia were removed. The knee implants were converted to a triathlon ps."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.